Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that arch movements were not possible. Review of system log files shows application error. Upon troubleshooting, fse found tso (table side operating) module failed. The philips engineer replaced the geo module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the arch c was not performing movements. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.